Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump had a blank display. Blood glucose was 5.7 mmol/l at the time of call. Customer stated that blank display ocurred from time to time. Customer stated that new battery did not resolve the issue. Advise customer that the insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump received with blank display due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, or verify display anomalies due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly. Pump received with scratched case, missing display window cover, pillowing keypad overlay, and minor scratched lcd window.